Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, anterior leaflet was damaged and flail during placement of first mitraclip. Per the physician, the damage was due to frail leaflets. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (leaftlet damage) was due to frail leaflets. Tissue injury is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, anterior leaflet was damaged and flail during placement of first mitraclip. Per the physician, the damage was due to frail leaflets. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.